Event description:
Pt on ventilator. Pt became very anxious and restless. Discovered ventilator was delivering 2-4 breaths per minute instead of the set rate of 8 breaths per minute. Pause between breaths noted to be 30 seconds or greater. Ventilator was removed and pt was ventilated manually with ambu bag. Ventilator was replaced and no adverse effects noted.